Manufacturer narrative:
Followed up with doctor regarding the patient state. He stated that the patient is doing well and he doesn't think that the event will affect her in any way. He also stated that the error was his because his technique is a little different from what's described in the IFU.

Manufacturer narrative:
Investigation team followed up with doctor on (B)(6) 2025. Dr stated that the detachment is due to his technique and will not conduct any correction as patient is healing well despite the detachment.

Event description:
Post operative x-ray showed that the two superior set screws were disengaged from the tulips heads.